Manufacturer narrative:
(B)(4). Philip m. Faris, wesley g lackey, michael e berend. (2017). A comparison of inpatient and outpatient tjr. Orthopedics (ortho-2017-218). Concomitant medical products: unknown acetabular shell, unknown stem, unknown liner. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-03423, 0001822565-2017-03424, 0001822565-2017-03425.

Event description:
It was reported that one inpatient identified in a journal article underwent a hip revision due to infection. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow up report is being filed to relay that this device should not have been reported on this MFR number. A corrected report has been filed on 0001825034-2017-07098. This report was submitted in error and should be voided.